Event description:
It was reported that during the implant procedure, the physician was having trouble with the helix mechanism of the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. (B)(4).